Manufacturer narrative:
Qn# (B)(4). The device history record review for the prod hemolok l clips 6/cart 84/box, lot #73d1400390 investigation did not show issues related to the complaint. The MFR will continue to monitor and trend related complaints.

Event description:
Alleged event: it was reported that during use on a pt the clips did not close. The pt's condition was reported as fine.